Event description:
It was reported that both the atrial and ventricular leads dislodged within one day post implant. The physician believed this may be due to the patient having withdrawals from alcohol and pulmonary hypertension. The leads were both repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.